Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
It was reported that the pt had no hearing benefit from the vibrant soundbridge. Reportedly, the floating mass transducer was dislocated from the round window. The device was explanted on (B)(6) 2014, since the pt refused to undergo a repositioning surgery.